Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (dbs vercise registry a4010) experienced rapid battery depletion. The patient underwent an implantable pulse generator (ipg) revision procedure where the ipg was explanted and replaced. No additional information was available at this time. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (dbs vercise registry (B)(6)) experienced rapid battery depletion. The patient underwent an implantable pulse generator (ipg) revision procedure where the ipg was explanted and replaced. No additional information was available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.